Event description:
It was reported that the patient has dementia and was lost to follow-up. The previous device check showed that the device was near elective replacement indicator (eri); however, at the current device check, the device was unable to be interrogated and there was no magnet response. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. However; preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 4592-53 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).